Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: sense and sensitivity: p-wave oversensing causing inhibition in a dual-chamber pacemaker and practical considerations. Heart rhythm case reports. 2021;7:546¿548. Doi.org/10.1016/j.hrcr.2021.05.002 . If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this right ventricular (rv) lead. The article reports a patient who experienced episodes of unexplained dizziness over a few months, which occurred several times per week. The electrogram (egm) recording on interrogation of the device demonstrated intermittent p-wave oversensing on the ventricular channel which inhibited pacing. It was also noted that the r wave amplitude trend showed a wide range of values to a sudden low r wave amplitude. Reprogramming was performed and the status/disposition of the lead appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.